Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion was severely tortuous and moderately calcified). Failure to follow instructions (excessive force was used during delivery). (No device received for evaluation). No results available since no evaluation performed. Device not returned. Evaluation conclusions: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (target lesion was severely tortuous and moderately calcified). Failure to follow instructions (excessive force was used during delivery). Unable to confirm complaint (no device received for evaluation). (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely tortuous and moderately calcified lesion in mid lcx. The device was removed from its packaging and prepped as per IFU with no issues noted. Resistance was encountered when advancing the device due to the tortuous and calcified lcx and excessive force was used during delivery. The device failed to cross the target lesion and the stent struts flared on the proximal end during removal of the device when attempting to pass the stent through the tortuous and calcified lesion. No clinical sequelae were reported.